Event description:
The lead was explanted due to infection. An increase in capture threshold had been noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.